Event description:
It was reported that the patient presented remotely. Remote interrogation showed that the patient's right ventricular (rv) lead exhibited r-wave amplitude variation. No intervention was performed. Patient's condition was unknown.